Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Pump settings: residual volume 103.3 ml, rate 57 ml/24 hours, given 6.7 ml. Unknown if air in line. Patient not affected.